Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right internal jugular vein due to deep vein thrombosis. Patient is alleging vena cava and organ perforation and tilt. The patient further alleges 4 prongs have perforated the inferior vena cava at 6mm distance. The filter has also tilted in addition to perforating the aorta. Constant pain in back when standing. Attempted standard percutaneous device retrieval (B)(6) 2007. Per a (B)(6) 2007, per a report from retrieval report (attempted); ¿clinical history: intracranial hemorrhage with ivc filter in place. Findings: images demonstrate clot within the filter, which appears to be relatively acute clot. There is adjacent mural thrombus superior to the filter, which has a more adherent and chronic appearance. Due to clot within the filter, it is left in place. Impression: 1. There is thrombus within the ivc filter and, therefore, this is left in place. 2. There appears to be adherent thrombus superior to the filter, which I believe will respond to oral anticoagulation.¿ per a (B)(6) 2018, per a report from CT (computed tomography); ¿a cook gunter tulip filter was deployed, date unknown. Positive for caval perforation. Superior extent of ivc filter inferior l3 vertebral body. Inferior extent l4-l5 disc. A total of 4 prongs have perforated the ivc series 3 image 44. Maximum distance prongs perforated 6mm posterior anterior. Coronal images 11 degree tilt left to right series 601. Sagittal images 6 degree tilt posterior anterior. Diameter of ivc directly above filter 21mm x 14mm. Attention: a prong has perforated the aorta.¿

Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Appropriate term/code not available (3191) was selected for the alleged device tilt. Investigation: the following allegations have been investigated: vena cava (vc)/organ perforation, filter thrombus, tilt, pain. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.